Event description:
The patient experienced pain that went from the right side where the pump was implanted, "all the way thorough" to the back; the entire abdominal/lower thoracic area; diffuse in description. The patient had lost 30 lbs (+/-) in the last 3 to 4 months, doctors did not know why. It was indicated that the patient was in the hospital. A pump refill was done and it went well. "Calculated w/d was 3.4cc, and actual w/d was 3.9cc". The plan was to read the pump after an MRI. The MRI was not completed due to her pain level. The pump was interrogated and revealed a motor stall occurred at 17.35, and motor stall recovery occurred at 18.14. The patient was alert and conversational and pump reads to be in appropriate working order from information available from "notes and logs". Patient status: alive no injury/ no adverse event. There was no problem known with the pump or the etiology of the pain. The physician was not "suspicious that her pump was the reason for her pain". The pump was delivering dilaudid and bupivacaine.

Manufacturer narrative:
Catheter model# 8731, serial# (B)(4), implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
(B)(4).